Manufacturer narrative:
As only the instrument was returned for evaluation and not the subject staple cartridge, the cause for the difficulty rpt'd could not be reliably determined.

Event description:
The device was used during a thoracoscopic pneumonectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.